Event description:
Information received by medtronic indicated that the customer reported that the inpen not dispensing insulin. The customer was treated for high blood glucose using inpen. Troubleshooting was performed and it was unknown whether the issue was resolved. The customer stated that the inpen not showing any log on the inpen application. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front or back shell was noted. Inpen passed front cap investigation. The leadscrew was received 1/4 it's travel. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Battery measured 2.900v. However, unable to perform baseline/wireless functionality due to no communication. The contact springs on the encoder contact boards were not touching the contacts on the pattern wheel or not exerting enough pressure to make electrical connection to produce consistent encoder pulses. Confirmed no communication due to broken contact spring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.